Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation. Date of event estimated based on awareness date.

Event description:
Arjo was notified of an event involving a maxi sky 2 ceiling lift. It was indicated that the device detached from the rail and fell due to no end stopper installed. No injuries were reported.

Manufacturer narrative:
The evaluation of the device by the arjo installer manager identified no issues other than the missing end stopper at both ends of the moving rail. Based on this, it can be concluded that the ceiling lift detached due to the absence of the end stopper, which prevents the lift from falling off when it reaches the rail¿s end. Based on the information received, it appears that two different scenarios have been presented by the facility staff and the technician. The customer¿s scenario suggests that the end stopper was not installed during the track assembly, while the technician¿s scenario indicates that the end stopper could have been removed when the ceiling lift was moved from one room to another. The procedure for correctly attaching the installation components is described step by step in the track installation guide (document number: 001-11161-en) . There is "installing the end stopper" section which includes several steps: "1. Use the clip to attach the end stopper to the middle part of the track. 2. Slide the end stopper into the bottom cavity of the track, until you get the end of wire (¿). 3. Insert the plastic end cap. 4. Push back the end stopper until it touches the plastic end cap (...) 5. Verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the setscrew using a 6mm allen key 20 n-m (15 lbf*ft).¿ additionally, the document includes a note: ¿the following 5 points are extremely important. Never forget to securely install the end stoppers.¿ due to inconsistent information, it has not been possible to determine the cause of the lack of end stopper. However, it is crucial for facility staff to ensure the end stopper is securely attached before using the ceiling lift, as specified in the instructions for use (001-15698-en rev.15): ¿before each use, make sure all end stoppers are in place to prevent a fall risk¿. Arjo device failed to meet its performance specification since the end stopper was not in place. The device was not used for a patient transfer. The complaint decided to be reportable due to maxi sky 2 detachment from the ceiling installation.

Event description:
Arjo was notified of an event involving a maxi sky 2 ceiling lift. It was indicated that the device detached from the rail and fell due to no end stopper installed. The patient was not transferred at that time. No injuries were reported. The end stopper is the ceiling installation component installed at the end of the rails and prevents the ceiling lift from falling when it reaches the end of the rail.